Manufacturer narrative:
Reporter returned concomitant oral-b flexi soft brush head on 22-oct-2015. Product investigation is in progress.

Event description:
Mild injury in mouth [mouth injury]; brush head came loose after used for 3 weeks [device breakage]; mild injury in mouth, because the head of the brush head came loose after it was used for three weeks [injury associated with device]. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead came loose after approximately three weeks of use, and caused a mild injury in her mouth.